Event description:
It was reported to boston scientific corporation (bsc) that a percuflex locking loop catheter was used during a percutaneous nephrostolithotomy (pcnl) procedure on (B)(6) 2012. Note: this report pertains to one of 11 devices used during the same procedure. Following are the associated manufacturer reports pertaining to the other devices: 3005099803-2013-00004, 3005099803-2013-00005, 3005099803-2013-00008, 3005099803-2013-00009, 3005099803-2013-00013, 3005099803-2013-00014, 3005099803-2013-00015, 3005099803-2013-00016, 3005099803-2013-00017, 3005099803-2013-00018. During the procedure, the physician noted that the patient's blood pressure dropped suddenly. She bled "profusely". The patient, whose age was reported to be "in her (B)(6)", had other co-morbidities (specifics unknown). She died the following day, (B)(6) 2012. The physician reported the only potential problem that he encountered with any of the bsc products at any part of the case was that he had a hard time placing the percuflex locking loop catheter. The physician has not responded to several requests for additional information.

Manufacturer narrative:
Event of device catheter difficult to position.

Event description:
It was reported to boston scientific corporation (bsc) that a percuflex locking loop catheter was used during a percutaneous nephrostolithotomy (pcnl) procedure on (B)(6) 2012. Note: this report pertains to one of 11 devices used during the same procedure. Following are the associated manufacturer reports pertaining to the other devices: 3005099803-2013-00004; 3005099803-2013-00005; 3005099803-2013-00008; 3005099803-2013-00009; 3005099803-2013-00013; 3005099803-2013-00014; 3005099803-2013-00015; 3005099803-2013-00016; 3005099803-2013-00017; 3005099803-2013-00018. During the procedure, the physician noted that the patient's blood pressure dropped suddenly. She bled "profusely." The patient, whose age was reported to be "(B)(6)", had other co-morbidities (specifics unknown). She died the following day, (B)(6) 2012. The physician reported the only potential problem that he encountered with any of the bsc products at any part of the case was that he had a hard time placing the percuflex locking loop catheter. The physician has not responded to several requests for additional information.